Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13may19. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the unit had a faulty nav-ring. There was no patient involvement.

Manufacturer narrative:
Date of report: 16jul2019. Date received by manufacturer: 24jun2019. Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report # 2031642-2019-01129 was submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.